Manufacturer narrative:
Correction: the information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident was over 600 mg/dl and now it came down to 200's mg/dl. The customer was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.